Event description:
During revision surgery in march for this vns pt where a manufacturer representative was present, it was documented in the pt's chart that, in regards to the implanted pulse generator, "pt went for follow up in january at univ. Hospital in cleveland... Unable to get any readings". The pt is followed by two different neurologists , one of which is unk despite good faith attempts to obtain the name of the second physician. Follow up was performed with the known neurologist's office which revealed that they never experienced any communication difficulties when interrogating the pt's device. No attempts to interrogate the pt's device occurred during the surgical procedure. A battery life calculation was performed with the available programming data, which revealed that it was possible the device had reached end of service. The explanted generator was discarded following surgery, and therefore, it is unk if the communication problems were due to generator battery depletion.